Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the vascular dilatator kit 24f. The incident occurred in (B)(6), france. The customer returned the 24 fr dilator, while the guide wire was not returned for investigation. Investigation of the returned dilator revealed a crack in the tip. Involved affected part belongs to the dilators kit code 200-120 and is manufactured by a supplier. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that a 24french drain plug dilator was cracked at the end during normal use on a stiff guide. There is no patient injury.

Manufacturer narrative:
Visual inspection on returned unit (24 fr dilator) revealed a crack at the tip, that according to event description, occurred during use with the guide wire, that was found particularly stiff by the customer. Involved guide wire was not returned for investigation. Involved product is part of the dilators kit code 200-120 and is supplied by a qualified livanova supplier. From the review of the database, no other similar complaint has been recorded for this same lot, nor a concerning trend has been identified. Based on the above facts, it cannot be ruled out that the most likely root cause of the event could be traced back to an improper or misaligned use of the guide wire with the dilator, where the tip was forced against the guide wire when it was not parallel to the dilator, causing the crack. However, considering that the guide wire has not been returned, a possible defective guide cannot be excluded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.